Event description:
It was reported that the customer had high blood glucose readings. Customer stated that she was hospitalized with blood glucose readings over 500 mg/dl and for diabetic ketoacidosis. Customer was admitted on (B)(6) 2014. Customer thinks their blood glucose level was around 447 mg/dl. Customer did not finish the high pressure test and was admitted to the hospital due to having diabetic ketoacidosis. Customer did not have enough supplies to do the high pressure test and stated that she would call back another time. Customer ended up in the emergency room. Customer was wearing the pump at the time of the visit. Customer will be sent a tubing clamp. Customer will have to call back to complete troubleshooting once they receive the tubing clamp. Customer called back and the pump passed the high pressure test. Customer's blood glucose level was 49 mg/dl. Customer treated with milk and was advised to monitor her blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).